Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis was performed and no anomalies were found. The analyst found no issue with any setscrew as documented in the attached report containing photographs of the device grommets and setscrews. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that during the implant attempt, the setscrew on the device appeared to be broken. There was also no left ventricular pacing through the device when tested. The device was not used and new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.